Event description:
It was reported the catheter could not be aspirated, and the catheter was replaced. During surgery, the catheter was found "lying" in tissue outside of the intrathecal space. The physician said the catheter appeared "broken." The pump was also replaced in order to avoid normal end of life battery depletion. The patient recovered without sequela. The medications being delivered via the device system were bupivicaine and dilaudid.

Manufacturer narrative:
(B)(4): the pump and catheter have been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.